Manufacturer narrative:
Additional medwatch information provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states,"bd / alaris syringe pump volume infusion documentation discrepancy issue related to interoperability bd pump sent inaccurately large volume through interoperability to the ehr the pt received correct volume and there was no pt harm pt was at risk of harm due to clinical decision making related to the inaccurate data FDA safety report (B)(4) concomitant medical cerner careaware infusion pump mgmt, furosemide." It was reported that the device inaccurately documented the volume infused into the patient's electronic medical record during a furosemide infusion. The customer later stated that there were no adverse effects caused to the infant patient from the event. Customer advocacy received a second copy of the customer's medwatch report from the FDA which states, "bd / alaris syringe pump volume infusion documentation discrepancy issue related to interoperability bd pump sent inaccurately large volume through interoperability to the ehr the pt received correct volume and there was no pt harm pt was at risk of harm due to clinical decision making related to the inaccurate data FDA safety report ID# (B)(4)." Furosemide

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided, however, the customer stated that the patient was an infant patient.

Event description:
"Bd / alaris syringe pump volume infusion documentation discrepancy issue related to interoperability bd pump sent inaccurately large volume through interoperability to the ehr the pt received correct volume and there was no pt harm pt was at risk of harm due to clinical decision making related to the inaccurate data FDA safety report (B)(4) concomitant medical cerner careaware infusion pump mgmt, furosemide." It was reported that the device inaccurately documented the volume infused into the patient's electronic medical record during a furosemide infusion. The customer later stated that there were no adverse effects caused to the infant patient from the event.